Manufacturer narrative:
Evaluation results and conclusions: (death), (presented with an 11 cm ruptured abdominal aortic aneurysm).

Event description:
An aneurx stent graft system was successfully implanted into a patient for the emergent endovascular treatment of a ruptured 11 cm abdominal aortic aneurysm. The patient's entire distal aorta was aneurysmal. It was reported that the physician was unable to cannulate the contralateral limb with a guidewire due to the 11 cm aneurysm and the patient was severely obese. The physician elected to convert the stent graft to an aui with the placement of two aortic cuffs and a femoral to femoral bypass was performed. All the stent grafts were successfully placed, however, due to the blood loss from the ruptured aneurysm prior to stent graft placement, the patient expired later that evening.